Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker observed the code in the device's memory log. The technician could not duplicate the code. The code was cleared and did not return. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.